Manufacturer narrative:
An investigation has been initiated based upon the reported incident.

Event description:
The user facility reported that the plastic base of the skull pin broke and caused the patient's head to fall out of the clamp being used. Additional info has been requested.